Manufacturer narrative:
At this time the customer will not be returning the device for eval. The customer contact stated the device was sent to a third party for repair. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. If the device is received, a follow-up report will be submitted. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the "cartridge door was cracked and the black wheel and the white thing that the wheel is associated with the small door like latch was also broken". No specific event details were provided. There were no reports of any adverse patient events or delays in critical use. Multiple unsuccessful attempts have been made to obtain additional info.